Manufacturer narrative:
The root cause of the customer reported event cannot be determined. A follow-up MDR will be submitted if any additional information is received. Isi has reviewed the site's system logs with procedure date of (B)(6) 2019, and no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted low anterior resection procedure was converted to open surgery, the patient allegedly experienced post-operative bleeding. The patient underwent another unspecified surgical procedure to address the post-operative bleed. However, the root cause of the post-operative bleed is unknown at this time.

Event description:
It was initially reported that on (B)(6) 2019, the patient underwent a da vinci-assisted low anterior resection surgical procedure. The patient allegedly had a large tumor and lymph node metastasis along the aorta. The surgeon had issues with tissue identification due to tissue fibrosis. This was the surgeon¿s first time using the da vinci system for such a challenging case. After port insertion, significant adhesions were identified in the peritoneal cavity. The adhesions were cleared by conventional laparoscopic surgery. After docking the da vinci system, bleeding around the sacrum was observed. At that time, the robotic procedure was converted to a laparotomy procedure. At an unspecified time after completion of the procedure, the patient allegedly experienced post-operative bleeding. However, the bleeding was not identified in around the sacrum or where the robotic procedure was performed. As a result of the post-operative bleeding, the patient underwent a second surgical procedure. It was reported that the root cause of the post-operatives bleeding was not identified. The csr reported that there was a comment (unknown by whom) ¿that regardless of whether the da vinci system or laparoscopic surgery was used, both would have progressed to a laparotomy at an early stage. This is an example of a case where laparotomy should have been selected from the very beginning.¿ at this time, the root cause of the intra-operative and post-operative bleeding is unknown. On 10/17/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the intra-operative bleeding around the sacrum was identified soon after the da vinci surgical system was in use. However, the intra-operative bleeding was not attributed to the da vinci surgical system. Per the reporter, the intra-operative bleeding ¿was caused by local invasion of primary malignant tumor and anatomical changes due to anticancer drug treatment.¿ hemostasis was achieved via open surgery. A blood transfusion was reportedly administered. On the other hand, the cause of the post-operative bleeding is unknown. The post-operative bleeding was identified several hours after completion of the surgical procedure via open surgery. The estimated blood loss from the post-operative bleed is unknown. Re-operation was performed to address the post-operative bleeding.